Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that no actions will be taken. The lead migration was very minimal (displaced by only one electrode). Per patient coverage is still good and therapy still effective. Impedance check was run on (B)(6) 2021 and all clear. The patient was still receiving good coverage and therapy. Physician evaluated patient on (B)(6) 2021 and determined that it was muscle pain and performed a trigger injection. Patient stated that pain had gone away after the injection. It was also noted that the patient's doctor did the trigger point injection on (B)(6) 2021.

Manufacturer narrative:
Analysis of the 97715 serial #(B)(6). Found insignificant anomaly medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that hcp took MRI of the pocket site and it was all clear, impedance didn't show anything. Implant was turned off and the pain did go away. Technical services(ts) reviewed potential fluid short causing the pocket pain. Rep said hcp did give patient an injection at pocket site and pain went away for a while. Issue started 4-5 weeks post-implant, when patient went golfing. Hcp plans to go in and move the ins from the buttock to the abdomen.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, lot/serial#: (B)(4), product type: lead. Product ID: 977a260, lot/serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jan-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that everything was going well with patient, they had good coverage and then after playing on (B)(6) 2021, they started experience pain that was worse than ever before and specifically around the pocket site. The caller stated they met with patient on (B)(6) 2021 and x-ray showed that one lead had migrated slightly down by one electrode so leads were now directly across from each other as opposed to staggered (it was not reported which lead had migrated). The caller stated pocket site looked fine on x-ray although patient reported redness at the site. The caller reprogrammed patient but patient notified them today that reprogramming had not helped the pain and that pain continues even with stim off. The caller stated healthcare provider (hcp) will be seeing patient tomorrow. The caller was not with the patient. The caller was redirected to check impedances; the caller had not checked impedances on friday as they were able to program and increase intensity as needed. Technical services reviewed that if everything checks out with system and it appears to be functioning as intended, the issue may be with the system moving or now irritating patient's anatomy and hcp would need to further examine patient and how to proceed.